Event description:
It was reported the numbers on the insulin pump were ramping. Device alarmed battery out limit and customer was unable to clear it. Customer's blood glucose was 8.9mmol/l. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No display anomaly was noted. All operating currents were within specification and no battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip.